Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a thin equipment, causing spark generation. A force was applied to the probe during spark generation. A force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. The following information is included in the instructions for use (IFU): ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿. Olympus will continue to monitor the performance of this device.

Event description:
As reported for this event by the customer, within 30 minutes of beginning a therapeutic laparoscopic partial gastrectomy, the device probe broke off and fell into the abdominal cavity of the patient. The broken off piece was retrieved from the patient body. No information is available if any error message of alarm was received at the time of the event. Procedure was completed with a new device of the same model number without any delay. The patient did not need additional anesthesia. There is no harm or adverse impact to the patient. The intelligent tissue monitoring (itm) setting was on during the procedure. The functional mode was seal and cut 1, seal 3. The device was inspected prior to use with no anomaly noted. The connections to the generator were not checked. The transducer cords and other medical device cords were not bundled together.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device probe was broken off. The broken piece was returned. When the fracture surface of the probe was checked, it was found that the fracture started from the origin of the crack in the probe. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.